Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the investigation results, foreign material was found inside the nozzle, could not be identified. The legal manufacturer confirmed there was no deviation from the reprocessing steps. Could not specify what the foreign material was and could not specify the root cause of the remaining foreign material. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. Gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention.¿ olympus will continue to monitor the field performance for this device.